Event description:
It was reported the patient presented with an open wound in the right knee two weeks after a surgery. An unspecified medical intervention was required.

Manufacturer narrative:
Further information received determined that this is a duplicate report of MDR 1020279-2017-00591. (B)(4).